Manufacturer narrative:
Section d10: concomitant products: tru stem ext 14mm x 40mm (cat# 02-012-60-1440 / serial# (B)(6)); tru stem ext 14mm x 40mm (cat# 02-012-60-1440 / serial# (B)(6)); truliant ps cem fem ps cem left sz 3 (cat# 02-020-11-0230 / serial# (B)(6)); truliant tib imp psc insert sz 3, 9mm (cat# 02-022-44-3009 / serial# (B)(6)); truliant tib imp psc insert sz 3, 11mm (cat# 02-022-44-3011 / serial# (B)(6)); truliant tib fit tray cem sz 3f / 3t (cat# 02-022-45-3030 / serial# (B)(6)); truliant tib fit tray cem sz 3f / 3t (cat# 02-022-45-3030 / serial# (B)(6)); advanced patella 32mm 3 peg implant (cat# 200-07-32 / serial# (B)(6)); advanced patella 32mm 3 peg implant (cat# 200-07-32 / serial# (B)(6)); tibial stem ext. Screw (cat# 204-70-00 / serial# (B)(6)); tibial stem ext. Screw (cat# 204-70-00 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, during surgical use, the 56 year old female patient had an infection in the knee and an interspace and intersep were used during surgery. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos/x-rays. The devices are not available for evaluation due to this was an infection and no implants to return.

Manufacturer narrative:
A review of the sterile certificates and the final endotoxins report was performed. All lots were accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or surgical procedure. Additionally, infection is a known surgical risk, as outlined in the IFU. H6: corrected component and investigation clinical codes.